Manufacturer narrative:
D3 and d5: updated. D9 - date returned to MFR: 17-apr-2026. H3 and h6 codes: updated. One sample was returned for evaluation. A review of the lot history revealed no nonconformities that could have contributed to the reported complaint. Visual inspection showed that the cannula was bent. Functional testing was performed, and water flow was observed from the bottom of the infusion site, originating from the cannula. No leakage was detected at the hub. The complaint of leakage at the cannula could not be confirmed or replicated.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated by the patient with diabetes that was changing the infusion site and had high blood glucose levels of 400 mg/dl. Upon removing the infusion site, it was noted leaking and wetness underneath the set near the cannula. Then changed the infusion site and administered a humalog injection via syringe to address the hyperglycemia. The event occurred while in use with the patient and there was no patient injury.